Event description:
A few weeks post placement of an acumed 4.5mm olecranon thraded compression rod, the rod started to back out, and a few weeks after that the rod backed out even more. An additional procedure was required to remove the rod and a plate was implanted.

Manufacturer narrative:
Our investigation concluded that sufficient compression to reduce the fracture was not achieved by the physician when the device was initially implanted. Insufficient compression is the root cause for this event.